Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited noise and an integrity issue with the coils was suspected. The vein was occluded so a lead extraction was necessary. During the extraction, the superior vena cava (svc) was torn and the patient died.